Event description:
The customer contacted reported a tubing separation; subsequently, blood loss was noted. The tubing set was being used to deliver normal saline. After an unspecified length of time in use, it was reported that the tubing separated from the option-lok male adapter. An unspecified volume of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Through requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was dicarded.